Event description:
45 year old male admitted on (B)(6) 2023 for further evaluation and treatment for alcohol intoxication. On (B)(6), night to day change of shift, the oncoming and off going rn's (registered nurses) "thought they detected a burning smell", but did not investigate further. Day shift charge rn reported to the progressive care unit clinical supervisor that a spo2 sensor had been found on the patient that "looked like it had been burned". The patient's finger and hand were assessed and no injuries were identified. The event itself was unwitnessed. The device had charring with the cable sleeve melted, extending from attachment point to the patient to approximately 1 inch below the attachment point. The patient was discharged to home on (B)(6) 2023.